Event description:
It was reported the customer had damage to their insulin pump. The customer also reported a crack on their bolus button. Customer also reported their drive support cap was sticking out. The customer did not press on their cap while connected. Customer could not recall how the damage occurred on their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a severely cracked end cap. The insulin pump was inspected for a loose drive support cap and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.